Event description:
Customer reported with an issue of "there are times when it blacks out". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lightning lens is peeled off. There is a gap in the adhesive part of the tip, dirt has entered the inside of the lens through the gap. This report is being submitted for the peeled adhesive part of the lightning lens.

Manufacturer narrative:
Device return evaluation was completed . The customer reported issue was not able to reproduced however, water residue found on the electrical connector and the adhesive part of the lightning lens was observed to be peeled off. In addition, the bending angle was found insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Furthermore, the following findings during inspection were noted on the device: scratches on the tip body due to external factors are recognized. Scratches on the insertion tube due to external factors are observed. The curved rubber adhesive part is missing. Scratches are found on the tip cover due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on switch (sw1) due to external factors. Scratches are found on the switch box due to external factors. Scratches on the operation unit cover due to external factors are observed. There are scratches on the up/down (u/d) knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the r/l knob due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the operation part side of the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors. Scratches are found on the scope connector due to external factors. There are scratches on the right/left (rl) angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.